Manufacturer narrative:
The reported events of failure to sense and noise were not confirmed. As received, a complete lead was returned in one piece for the analysis. Visual and x-ray examination of the lead did not find any anomalies that would have contributed to the issue reported in the field. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead would not sense but exhibits noises despite troubleshooting. The ra lead was removed and replaced on (B)(6) 2024. The patient was in a stable condition.